Manufacturer narrative:
Additional information was received stating that this system continues to display out of range pacing impedance measurements, elevated threshold measurements on the rv channel. Shocking impedance measurements are not out of range at 147 ohms when programmed coin to can configuration. The patient is currently experiencing atrial fibrillation (af) with some conduction in the 60 bpm range. A boston scientific technical services consultant discussed to potential reasons for the clinical observations and suggested further testing. The caller was going to discuss the issues with the physician but thinks the physician will likely just continue to monitor this patient. The caller stated they will adjust the device output for an appropriate safety margin. No adverse patient effects were reported.

Manufacturer narrative:
The patient was subsequently brought in to the clinic for testing which did not produce and noise. The alert range was increased to 2500 ohms and the patient will continue to be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system had been exhibiting rising threshold and pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated for an impedance measurement greater than 2000 ohms. Additionally, shock impedance measurements have slightly increased from 70 ohms to 80 ohms. No adverse patient effects were reported.

Manufacturer narrative:
The system was subsequently explanted and replaced. No additional adverse patient effects were reported.